Manufacturer narrative:
The investigation determined that two non-reproducible, lower than expected vitros phyt results were obtained from two individual patient samples when tested on a 5600 integrated system. The assignable cause of the events is unknown; however, an instrument or a transient reagent issue cannot be completely ruled out as contributing factors. Additionally, pre-analytical sample handling and/or sample processing cannot be ruled out.

Event description:
The customer reported that two non-reproducible, lower than expected vitros phyt results were obtained from two individual patient samples when tested on a 5600 integrated system. Patient #1 vitros result 4.8 ug/ml vs. The expected result of 20.3 ug/ml. Patient #2 vitros result 8.1 ug/ml vs. The expected result of 19.5 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The results were not reported from the laboratory. There was no allegation of harm reported as a result of this event. (B)(4).